Event description:
It was reported the unit was faulty and needs paddles. No patient involvement reported at this time.

Manufacturer narrative:
Follow up with the customer determined that there was no paddle issue. The device got a nibp overdue message which is normal preventive maintenance and not a product failure. The customer will resolve on their own.